Event description:
It was reported that the user received persistent ¿high¿ glucose readings on the ilet and lacked a glucometer for confirmation; customer care advised allowing automated insulin dosing and later recommended and assisted with an infusion set and supply change, after which insulin delivery resumed and glucose returned to range. Symptoms included hyperglycemia. Outcomes included resolution after supply change with no hospitalization. Investigation included remote troubleshooting and guided infusion set replacement. Investigation of this case revealed that hyperglycemia was present prior to the supply change and resolved after the infusion set was replaced, which is consistent with a probable infusion site or supply issue rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-correctable supply or infusion set factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.